Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump had an unregulated flow. An intubated patient was receiving a fentanyl drip which was started at 11:39. The pump was programmed to infuse at a rate of 2 ml/hr (100mcg/hr). At 12:50 it was noted that the bag was empty even though the pump showed that there was still 47.2 mls to be infused. The patient received 2500 mcg of fentanyl in less than 2 hours with no change in blood pressure nor additional medical intervention needed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of unregulated flow was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows an infusion of drug ID 318 (fentanyl), there were no obvious programming errors observed. At 11:34 am, the log records the source lvp alarms with a ¿patient side occlusion¿, the infusion is immediately restarted. At 12:43 pm, the source lvp alarms with a ¿patient side occlusion¿, the infusion is immediately restarted. At 12:48 pm, the pump is paused. At 12:53 pm, the pump is restarted. At 12:58 pm, the device is selected. The clinician/user goes to the infusion setup screen and then starts the infusion. At 12:59 pm, the lvp is selected and the user enters pcu option menu and immediately exits. Between 1:01 pm and 1:05 pm, the source device is selected 4 times, the log records ¿operator walks away¿ after each selection. The lvp is then channeled off 21 seconds later. Total volume infused during the time period was logged as 2.854 ml. Functional testing was performed and the device was operating within specification. The root cause of the customer¿s report of unregulated flow was not identified.